Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the patient had high blood glucose, low blood glucose and pump was vibrating several times. The customer¿s blood glucose level was 24mg/dl at the time of the incident. The customer¿s wife reported that every time it vibrates, it says check blood glucose. The customer was advised to change site and after doing it within an hour pump vibrated again and said to check blood glucose. Patient¿s low blood glucose of 24 mg/dl was corrected with food. After blood glucose was stable patient had food and blood glucose rose to 335 mg/dl. The customer¿s wife will correct it using an insulin pump. The patient was assisted with turning off blood glucose reminder feature. The customer¿s wife declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.